Manufacturer narrative:
Efforts to obtain additional information regarding the red alert were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that an unspecified latitude red alert was generated from this system. No adverse patient effects were reported.